Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The event history log review was performed and a high priority alarm 20198 (door blew open when locked) was identified. The sample analysis was performed, and the device was found to meet specifications for the problem. Simulated treatment was performed and confirmed that there were no problems. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a high priority alarm 20198 occurred on the home pd system kaguya. There was no report of patient injury or medical intervention associated with this event. No additional information is available.